Event description:
Pt felt sudden give in the hip in 2000. The e.r. X-rays revealed a broken morse taper. In revision surgery in 2000, it was determined a 32mm + 15 would lock sufficiently on remains of morse taper. Stem was well fixed with small area of osteolysis in anterior/lateral (or shoulder) of stem. The area was packed with bone graft.